Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and there was tissue trauma. The surgeon applied another device to control the bleeding and complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.